Manufacturer narrative:
Product analysis: no product was returned. Conclusion: based on the received information, the cause of the tear in the aortic arch was most likely procedure related and not valve related. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that patient was stable and doing well post implant of these bioprosthetic valves, but suddenly developed hypotension and went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was administered and the incision was opened emergently in the intensive care unit (ICU). A tear was discovered in the area of the aortic arch, adjacent to the transverse arch cannulation site. The bleeding was controlled and the patient was transported back to the operating room (or) for incision re-closure. No additional adverse patient effects were reported.